Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle . The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that blood pressure was decreased from 160, when he entered the room, to 100. Pericardial effusion was confirmed on the soundstar and the body surface echocardiography. Administration of protamine and noradrenaline was conducted. Drainage was performed. Blood pressure got recovered. The patient is being follow-up in ICU. Timing when complaints occurred was about 30 minutes after the start of pvi (pulmonary vein isolation). When start of the lpv (left pulmonary vein) gap map. Ablation was performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: pre2 seconds, post4 seconds with the qdot catheter. The physician's opinions on the relationship between the event was that it is unknown whether the timing of the occurrence of the adverse event was during the ablation or when octaray was moving. Bb was also difficult, but bb was conducted one hour before the decrease in blood pressure. There were no abnormalities observed prior to and during use of the product.[relevant medical history]: allergy of contrast media and aspirin." The lot number: g9291851 of the catheter is the correct. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that the timing of adverse event occurrence was not clear, during the ablation or when octaray was moving. Bb was performed with some difficulty but it was performed one hour before the decrease in blood pressure. Cardiac drainage was conducted. The patient is being follow-up in ICU. Prior to noting the pe (pulmonary angiogram) or CT (computed tomography), ablation was performed. No evidence of steam pop. The event occurred during the mapping phase. Irrigated catheter was used in the event, the flow setting was pre2 sec post4 sec by qdot. Dashboard; vector; visitag were used. Additional filter used with the visitag was fot. Tag index was used. Additional information- outcome of the adverse event was fully recovered. Relevant tests / laboratory data; none. Other relevant history; allergy of contrast media and aspirin. Generator information was a ngen generator (d138404) sn: (B)(6) was used. Transseptal puncture was performed, baylis rf needle was used. Correct catheter settings were selected on the generator as, qdot was automatically recognized. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure. Visitag module was used, parameters for stability used was 3mm; 3sec; 3g 25%; 3mm. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30886174l, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).